Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during testing, a loss of output from the pulse generator was observed when output values were increased. It was noted that the device had issued an elective replacement indicator due to low battery 3 months prior. Normal output was observed at the devices programmed settings. The device was explanted and replaced on (B)(6) 2015.